Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving an unspecified error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, the patient obtained an unspecified error message on the reported meter; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. The patient manages her diabetes with oral medications and diet. On (B)(6) 2013, at 6:30 pm the patient went to the hospital, where her blood glucose level was tested to be ¿greater than 400 mg/dl¿. At that time the patient experienced no symptoms of high or low blood glucose levels. The patient received treatment with insulin. The error message issue was resolved during the troubleshooting telephone call. The meter and test strips were replaced. The patient allegedly suffered elevated blood glucose levels after the meter issue began and was hospitalized and treated with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.